Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accutni) results generated by the unicel® dxl 800 access® immunoassay system. Three samples were obtained from a patient and they gave results of 0.25, 0.01 and 0.02ng/ml respectively. Two samples were obtained from a second patient which gave results of 0.26 and 0.05ng/ml. All the results were within the risk stratification range. The erroneous results were reported outside of the laboratory. The patients were sent in for invasive procedures where either a heart catheterization or pet scan was performed.

Manufacturer narrative:
Samples were collected in plastic bd lihep tubes with a gel separator and centrifuged for ~10 minutes at 3000 rpm at room temperature. Qc is run once per day and was within established ranges prior to the event. A field service engineer (fse) was on-site in 2009: (a) fse ran system checks which passed within instrument specifications. (B) fse changed the aspirate probes. Fse checked alignments, but no adjustments were needed. Customer had no issues after service was performed. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.